Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving angioplasty, a flexor ansel guiding sheath's hemostatic valve leaked with the patient's pulse, while removing the dilator from the sheath. It is not believed that the access site was particularly scarred and there was no report of resistance upon insertion or removal of the dilator. An unspecified wire guide was used in the procedure and another unspecified sheath was used to successfully complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. Based on a review of the device master record (dmr), cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The exact conditions experienced during the event cannot be duplicated. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: rt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty, a flexor ansel guiding sheath's hemostatic valve leaked with the patient's pulse, while removing the dilator from the sheath. It is not believed that the access site was particularly scarred and there was no report of resistance upon insertion or removal of the dilator. An unspecified wire guide was used in the procedure and another unspecified sheath was used to successfully complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.